Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that the needle and suture was detached when opened.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 14 closed samples and 1 open sample with the needle detached from the thread (thread is not wound on the pack). To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the unit is tight. Needle attachment strength results conducted on the closed samples received are (B)(4). Checking the detached needle of the open sample received, we have noticed that there are marks of a needle holder or other surgical instrument in the needle attachment zone and in the thread. The most probable root cause is that needle and thread have been damaged during handling of the suture (the needle is deformed) and the needle detachment from the thread is caused by this wrong handling. As stated in the precautions of the instructions for use of the product, when working with suture materials great care shall be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Care shall be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a wrong positioning of the needle holder/surgical instrument when grasping the needle. The needle and thread have been damaged during handling of the suture and the needle detachment from the thread is caused by this wrong handling. Final conclusion: despite receiving a defective sample, it has been confirmed that the defect was caused by wrong handling of the suture by the user. Furthermore, the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.